Event description:
It was reported that there was a longitudinal tear of the graft on the puncture site during an angiographic control of the bypass (5f introducer). It was a spontaneous tear of 10mm during the manipulation of the introducer. Bleeding 400cc/a clamp was placed and the graft sutured/corrected secondary hemostasia.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the DHR to indicate this was a manufacturing related event. The sample was not returned as it remains implanted. The event description states "it was reported that there was a longitudinal tear of the graft on the puncture site during an angiographic control of the bypass (5f introducer)". There was a spontaneous tear of 10mm during the manipulation of the introducer." The result of the investigation is inconclusive and the definitive root cause is unk. Evaluation of the event indicates that this was related to using the graft in contradiction to the IFU. The current IFU (info for use) for this device states: "angiography: should angiography be performed at the time of the procedure, the artery proximal to the graft should be used for the injection if possible." There are no trends for this type of event. A 4 year complaint history search was performed and this is the first event of this type.